Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call that the customer experienced issues with insulin not going through the reservoirs and infusion sets. It was stated that since insulin was not being delivered, the customer's blood glucose level was higher than usual. Blood glucose value was up to 250 mg/dl. They changed the infusion set and reservoir and treated with manual injection as well. Customer's mother declined troubleshooting. The product will not be returned for analysis.